Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7081470. Product family: <<scs-linear leads>>, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7129645/7144626.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also mentioned that the patient had pocket site discomfort due to soreness around the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) system explant procedure and was doing well postoperatively. The explanted device components will not be returned.